Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) storm which began in the monitor zone and therefore, did not receive treatment per device programming. The episode then accelerated into the vt treatment zone where anti-tachycardia pacing (atp) and shock therapy was delivered but it was unsuccessful to convert it. Later, the arrhythmia self-terminated. Rhythm acceleration was also noted as part of the clinical observations, and it was discussed that a defibrillation threshold (dft) test was performed days prior with successful cardioversion of vt. Data analysis determined that sensing appeared appropriate during the episode and pacing, and shock impedance values were found to be in range, with optimal intrinsic amplitude and threshold measurements. Programming recommendations were provided, but ts advised that all programming changes would be a clinical decision. The patient will be evaluated in the hospital and different options for their plan will be discussed, including potential invasive solutions. At this time, no further information is available. No adverse patient effects were reported. The device remains in service. Additional information indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) storm which began in the monitor zone and therefore, did not receive treatment per device programming. The episode then accelerated into the vt treatment zone where anti-tachycardia pacing (atp) and shock therapy was delivered but it was unsuccessful to convert it. Later, the arrhythmia self-terminated. Rhythm acceleration was also noted as part of the clinical observations, and it was discussed that a defibrillation threshold (dft) test was performed days prior with successful cardioversion of vt. Data analysis determined that sensing appeared appropriate during the episode and pacing, and shock impedance values were found to be in range, with optimal intrinsic amplitude and threshold measurements. Programming recommendations were provided, but ts advised that all programming changes would be a clinical decision. The patient will be evaluated in the hospital and different options for their plan will be discussed, including potential invasive solutions. At this time, no further information is available. No adverse patient effects were reported. The device remains in service. Additional information indicated surgical intervention was later performed and this device and the right ventricular (rv) lead were explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.